Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Section a4: weight of patient has not yet been provided.

Event description:
It was reported that patient experienced inadequate stimulation with their scs system. As a result, surgical intervention took place 24jun2024 wherein the t12 and l2 leads were explanted, and patient was reimplanted with a new t12 lead to address the issue.

Manufacturer narrative:
A4: the patient's weight was updated.